Manufacturer narrative:
Additional 510(k) number k101880.

Event description:
It was reported that the transfer mount ((B)(4)) fractured inside the implant. It was also reported that they removed and replaced another implant within the same procedure.

Manufacturer narrative:
The product was returned for evaluation. However, the product was misplaced in house prior to an evaluation being performed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate product manual and instructions for use were reviewed. Based on the DHR review, the malfunction could not be confirmed. A root cause for the complaint could not be determined. UDI: (B)(4). Device evaluated by MFR: changed "no" to "yes".